Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Further evaluation found the instrument had damaged to the conductor wire insulation at the distal end. The wires were exposed. The wires were continuous. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument would not cauterize. A backup instrument was used. The procedure was completed with reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. It is unknown what type of procedure or surgical task was being performed at the time of the event. It is unknown if the instrument collided with any other instrument or tool during procedure.